Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2005508. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation. Through examination of the pictures, leakage was observed through the plunger rod. It has been determined that this reported incident was a consequence of damage to the plunger lip component. This type of damage can result during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported that 200 syringes s2 10ml 21ga 1in had air bubbles forming in them while drawing blood. The following information was provided by the initial reporter: "air bubbles coming in the syringe while drawing blood".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 syringes s2 10ml 21ga 1in had air bubbles forming in them while drawing blood. The following information was provided by the initial reporter: "air bubbles coming in the syringe while drawing blood".